Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated to have an abnormal rhythm on this device. Patient was referred to the following physician. As of this time, this ICD remains in service. No adverse patient effects were reported.